Manufacturer narrative:
Updated fields : b4,e1(site country),g3,g6,g7,h1,h2,h4,h6,h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) would not calibrate the fo sensor, they switched to another pump and continued therapy. The intra-aortic balloon (iab) insertion was reported to be axillary. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.